Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-april-2024, it was reported by the patient that she had problems with skin reactions and infections from the adhesive that was used with the sets, and I tried multiple sets, and had issues with the insulin pump not working properly. No further information was available

Manufacturer narrative:
Patient country: united states.